Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the cannula was fractured along the z-thread. All pieces of the fractured cannula were returned for evaluation. The root cause of this is due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. This lot was built prior to the implementation of these enhancements. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report is to follow up with medwatch# mw5043273

Manufacturer narrative:
This report is to follow up with maude report # (B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"As doctor was placing laparoscopic sleeve, it broke on the side. All pieces were removed and quarantined. Trocar and sleeve replaced." Patient status- no harm.